Event description:
It was reported that after an ion transbronchial lung biopsy procedure, the patient experienced a pneumothorax. The patient had a medical history of copd. The procedure was completed with no complications and/or delays. However, a post-operative x-ray revealed a large pneumothorax. Therefore, a 7 french chest tube was inserted. The patient was admitted overnight (less than 24 hours) and then discharged home. Per the physician, the pneumothorax occurred because the nodule was close to the edge of the lung and was unrelated to the ion system. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The diagnosis was non-small cell cancer.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.